Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had replaced the transmitter to resolve the issue, prior to contacting tandem customer technical support. No additional event or patient information available.